Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during surgery, the t2 of a fast-fix 360 could not be deployed. T1 was successfully removed from the patient. Surgery was completed with a back-up device, instead. There was a delay of less than 30 minutes, and no further complications were reported. Patient's status is fine.

Manufacturer narrative:
H11: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1 has been deployed and placed back into the needle with a partial suture. The rest of the suture was not returned. The t2 has been cut from the adjustable knot and was not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation could not be performed since there is missing components hindering the inspection/evaluation. An analysis of the customer provided image found two fast-fix devices lying on their packages. The sutures are partially out of the needles, and no anchors are visible. One of the box labels confirms the device identification information. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.